Event description:
On (B)(6) 2013: inner liner (disposable part) had crack in bottom that was not seen when it was changed between cases. As it filled during use, the irrigation leaked and was sucked up between the inner and outer cannister up into the regulator. On (B)(6) 2013: during a case the liner developed a crack causing fluid to travel into the regulator tubing and up into the wall regulator. On (B)(6) 2013: suction stopped working during case. Facilities and biomed were called. Facilities found bio-hazardous materials behind wall plate that had to be cleared, which had dried over with several uses. Suction measuring at 20 out of 21 per engineer. Suction regulator evaluated by biomed was functioning as appropriate. Related to loss of suction at liner canister.